Event description:
A health care professional reported that during the intraocular lens (iol) implantation surgery, the trailing haptic was noted, which prevented the lens from fully deploying into patient¿s eye. The lens was discarded and replaced with a new lens, which deployed without any further issues. Additional information was received stating that, there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).